Manufacturer narrative:
The report received from the affiliate indicated that a 4f avanti sheath "broke" during a carotid angioplasty. Analysis of the returned device indicated that the sheath was broken/ separated. There were no adverse consequences to the patient. Multiple attempts to obtain additional information were unsuccessful. A non sterile si avanti + csi 4f 7.5cm ped broken/ separated single piece of cannula unit component was received in a plastic bag. The piece of cannula received was found damaged and the other portion of cannula was missing. No others issues were found. The broken/ separated piece of 4f avanti sheath cannula od and ID were measured near to the damaged area and results were found within specification. Visually, the piece of cannula received seemed to be cut. Sem analysis results showed that the sheath presented evidence of elongations; this characteristic suggests possible stretching/ pulling until separation. Cutting was discarded as a root cause since no cutting characteristics were observed in the body of the catheter. The exact cause of this condition could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As additional investigation the csi catheters manufacturing process was reviewed and there were no tools, equipment or product handling that could cause a broken sheath cannula, or other type of damages on the csi catheters. In addition, the csi catheters are inspected during manufacturing process for any type of damage. The cannula separation was confirmed through product analysis, but with the minimal information provided from the reporter, the exact cause of the damage could not be conclusively determined. Sem analysis suggested that the device may have been stretched or pulled until separation which would suggest that procedural/handling factors may have contributed to the separation. Analysis results and DHR review results do not suggest that this damage is related to the manufacturing process. No corrective or preventive actions will be taken at this time, given that the reported failure does not appear to be related to the manufacturing process.

Event description:
The report received from the affiliate indicated that a 4f avanti sheath broke during a carotid angioplasty. Analysis of the returned device indicated that the sheath broken/ separated. There were no adverse consequences to the patient. The device will be returned for analysis. Multiple attempts were made unsuccessfully to obtain additional informations.